Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the documentation provided, the root cause of the reported early onset of reduced rom was likely the well-known complication of arthrofibrosis which was released during the mua thus providing full rom post-procedure[c-224862-c-224865] and did not suggests component failure. The root cause of the mid-flexion instability cannot be concluded; however, currently unable to rule out the patient¿s reported peripheral neuropathy/potentially weakened supporting soft tissues and/or possible deficient collateral ligaments as possible contributing factors to the reported event as the primary implants reportedly provided ¿excellent stability¿ and ¿appropriate laxity at 30 degrees flexion to varus and valgus stress¿ post-primary[c-216908] and was reportedly corrected during the revision with a thicker articular insert, which also did not reflect component mal-performance. The patient impact beyond the reported early post-primary mua, the mid-flexion instability, and the revision/thicker insert/exchange with an expected brief post-operative rehabilitation phase cannot be concluded. No further medical assessment can be rendered at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the documentation provided, the root cause of the reported early onset of reduced rom was likely the well-known complication of arthrofibrosis which was released during the mua thus providing full rom post-procedure [(B)(6)] and did not suggests component failure. The root cause of the mid-flexion instability cannot be concluded; however, currently unable to rule out the patient¿s reported peripheral neuropathy/potentially weakened supporting soft tissues and/or possible deficient collateral ligaments as possible contributing factors to the reported event as the primary implants reportedly provided ¿excellent stability¿ and ¿appropriate laxity at 30 degrees flexion to varus and valgus stress¿ post-primary [(B)(6) and was reportedly corrected during the revision with a thicker articular insert, which also did not reflect component mal-performance. The patient impact beyond the reported early post-primary mua, mid-flexion instability, and revision/thicker insert exchange with an expected brief post-op rehab cannot be concluded. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a manipulation under anesthesia was performed due to patient was diagnosed with arthrofibrosis left knee, status post total knee arthroplasty.